Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose at the night while sleeping. The blood glucose range at the time of incident 45 mg/dl to 250 mg/dl. The customer reported that reservoir was chipped, insulin pump had no delivery alarm and insulin pump had scratches which was making hard to read the screen. The insulin pump will not be returned for analysis.